Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the surgeon attached the tibial button and advanced it to the tibia, then to a needle holder to adjust it under the tissue on the tibia at which time the button broke in half. The broken button was fully retrieved. Surgeon then tightened the tightrope further and fixated it with a swivelock on the tibia. Case: acl (quadlink). Seated depth of the implant 19.1 mm. The quality of the bone was very good.